Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device, verified the malfunction and replaced keyboard. The se conducted performance verification testing (pvt) on the device all tests passed.

Event description:
It was reported that the pb540 ventilator had a keypad unresponsive while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.